Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was lower expected vacuum pickup in the tube. The following information was provided by the initial reporter, translated from (B)(6) to english: lower than expected vacuum pickup.

Event description:
It was reported that during use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg there was lower expected vacuum pickup in the tube. The following information was provided by the initial reporter, translated from portuguese to english: lower than expected vacuum pickup.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#()(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.